Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called to inquire if foley catheter came in a larger size. The patient was utilizing catheter for suprapubic drainage. Customer advised after replacement on (B)(6) 2025, the foley was leaking which prompted them to visit the emergency room to stop the leaking and quite uncomfortable. Customer advised foley was changed (replaced) every four weeks at the patient's urologist office. Liberator was their medical supply company. Customer concerned a larger size was needed or it was not properly inserted at the urologist office. Representative advised customer the larger size 28fr (123528a) was a viable product number. Advised to contact urologist to make them aware of leakage and emergency room visit as urologist would decide if another size was needed. No medical intervention was reported. Per follow up via phone on 18feb2025, it was reported that the customer did visit the urologist and was advised that the foley catheters were not the cause of the leaking issue. Urologist informed customer that their bladder was smaller than normal, and sometimes it directed the urine to the stomach instead of the foley catheter which would allow it to drain into the bag. No patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called to inquire if foley catheter came in a larger size. The patient was utilizing catheter for suprapubic drainage. Customer advised after replacement on (B)(6) 2025, the foley was leaking which prompted them to visit the emergency room to stop the leaking and quite uncomfortable. Customer advised foley was changed (replaced) every four weeks at the patient's urologist office. Liberator was their medical supply company. Customer concerned a larger size was needed or it was not properly inserted at the urologist office. Representative advised customer the larger size 28fr (123528a) was a viable product number. Advised to contact urologist to make them aware of leakage and emergency room visit as urologist would decide if another size was needed. No medical intervention was reported.